Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device histor record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that a tr band was placed appropriately on the patient's access site. Once in recovery, the tr band was observed to be deflating without cause. Another vascband closure device was placed on the wrist proximal to the tr band and hemostasis was achieved. The procedure was successful; however, the device did not remain fully inflated as intended. The patient was still having pain, (B)(6), on r radial site. A small hematoma proximal to the tr band was still placement of vascband. Blood loss was less than 250cc's. The event occurred intra-operative. The event results did result in patient injury. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 20nov2023: 20 ml of air were injected into the tr band when it was applied. Blood was observed about 15 seconds after initial inflation. Kept bleeding and added 5 more ml of air to try and stop. The blood would not stop; therefore, added proximal vascband. It was observed that the air was deflating in the tr band, and it was replaced with a vascband and the proximal vascband was removed. The hematoma was not measured; however, it was about the size of a quarter. The patient had slight pain in wrist and slight bruising. There was no numbness or faint pulse. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
E3: occupation: lab manager a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.